Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position by left femoral vein where one device was implanted. Two years and a five months after the procedure the patient had a late slda. Patient had a surgical ring and due to this extreme tethered leaflets. Additionally, the ring reduced the valve diameter above the valve (1.5cm) making steering was extremely difficult. Prior to the initial procedure, the patient presented with torrential tricuspid regurgitation (tr) and after the pascal precision ace was implanted the tr was reduced to massive. Two years and a five months after the procedure, the patient went to the hospital for examination due to shortness of breath. An slda was observed, and the tr had progressed back to torrential. Subsequently, two and a half years after the index procedure, a redo intervention was performed using two teer devices, and the tr was reduced to moderate.

Manufacturer narrative:
H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests patient factors and a previously implanted device likely contributed to the event. As per event description, the patient was previously treated with a surgical ring, which reduced the valve diameter above the valve, making more challenging the maneuvering and optimal positioning of the implant. Furthermore, patient presented tethered leaflets, increasing the tension on the implant and increasing the risk of an slda. Since no edwards defect was identified, corrective or preventative actions are not required.